Manufacturer narrative:
No conclusions can be made. The patient alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including pain, swelling, and burning sensation; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the emdr will report (B)(6) 2015 as the best estimated date of implant. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Per patient (as pro-se): it is alleged that the patient has double implanted mesh from inguinal hernia surgery. It is alleged that the patient has one mesh inputted after surgery in (B)(6) 2015, in which the patient has constant burning and pain throughout the area in which the mesh was implanted. It is alleged that the patient had the 2nd mesh implanted inputted after a surgery for emergency removal of inguinal hernia on (B)(6) 2018, "and to date both areas have burning sensation uncomfortable and consistent paining, discomfort and swelling". It is alleged that the patient "will have life time of discomfort and reverting pain due to the implants."